Manufacturer narrative:
According to our recommendations in the instructions for use, a dosage of 0.25ml vpv is unproblematic for a complete set of teeth in children. The fluoride content of a single dose is well below the probably toxic dose of 5mg per kg body weight. According to the dentist, about half of a 0.4 ml sd was used for the treatment. In our evaluation, fluoride poisoning can be ruled out at this dose.

Event description:
A dentist received a call from a parent on monday stating that their child had fluoride poisoning after having fluoride varnish applied to their teeth. The child had been seen for a prophylaxis appointment on friday. The child had nausea, severe vomiting and foot numbness that started friday and lasted over the weekend. The child was seen by the local emergency department and both the emergency department and poison control advised the parent that the child's vomiting was due to acute fluoride poisoning from fluoride varnish application.